Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Therapy has been turned off. Patient received inappropriate shocks due to noise on the lead. Should additional information become available, it will be added to this file.

Manufacturer narrative:
This lead was explanted on (B)(6) 2021 due to a lead fracture causing 10+ inappropriate shocks. When extracted, lead showed externalization. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.